Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly. Upon reviewing the history, tandem technical support confirmed that the battery depleted 65% at average parameters in about 48 hours. The customer's blood glucose level was 140 mg/dl. Reportedly, the customer would continue to use the pump to continue insulin therapy.